Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels that displayed as "high"; a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. A correction bolus was delivered to address bg. A replacement pump was sent to the customer to resolve the issue.